Event description:
It was reported that during therapy, several alert 113's were received. The patient's temperature was at 36.5c and the target temperature was 36c. The water temperature was noted at 30.3c and the flow rate was 2.1 l/min. Per troubleshooting, temperature 1, temperature 2, temperature 3, and temperature 4 were at 30.4c. The circulation pump command was at 51% and the mixing pump command was at 100%. Therapy was interrupted in order to put the patient on a second device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The chiller was replaced. A sanitization was performed successfully and the device passed all maintenance, calibration, electrical safety testing and was placed back in use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings ¿ do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun® temperature management system is not intended for use in the operating room environment." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during therapy, several alert 113's were received. The patient's temperature was at 36.5c and the target temperature was 36c. The water temperature was noted at 30.3c and the flow rate was 2.1 l/min. Per troubleshooting, temperature 1, temperature 2, temperature 3, and temperature 4 were at 30.4c. The circulation pump command was at 51% and the mixing pump command was at 100%. Therapy was interrupted in order to put the patient on a second device.